Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed to charge and reboot, the receiver would not turn on. The battery was replaced with a known good battery, the receiver still did not turn on. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened for an internal visual inspection and it passed. Confirmation of the reported event of an overheating device could not be determined. A root cause could not be determined.